Manufacturer narrative:
Analysis was normal. No anomaly was found.

Event description:
It was reported that during implantation of the lead, adequate sensing and capture values could not be obtained. Another lead was implanted and good electrical values were obtained.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.